Manufacturer narrative:
Arjo was notified about an event with involvement of the concerto/basic shower trolley. It was reported that the patient was lying on the device. The patient fell from the device when leaned against the safety side. The patient sustained pain and hematoma to upper limbs, head and spine as a consequence of the fall. Following the information received from the facility the patient had rib fractures k3 to k9, pneumothorax and hemothorax. The device was evaluated by an arjo technician on site. The technician found that one screw which connects the safety side to the stretcher was loose, partially unscrewed without washer and nut. The second screw was missing. Photographic evidence provided confirms the technician¿s findings. According to the collected information it can be concluded that the patient fell out of the concerto as the safety side opened due to screw detachment from safety catch. Each concerto shower trolley is assembled with four components called safety catches (each catch has two screws) which are responsible for holding safety sides in upward position during patient handling. Following the product instructions for use (IFU), every week a caregiver shall verify functionality of those catches: "perform functionality test, check: catches on the side supports." The involved device was over 17 years old and the device was not serviced by arjo. Based on the above, it can be concluded that the detachment of the safety catch caused by unscrewed pin could contributed to an unintentional safety side release when the external force (patient's weight against the safety side) was applied. In summary, arjo device was used for patient handling when the event took place and therefore played a role in the incident. The device failed to meet its specifications at the time of the event. We decided to report this event to competent authorities due to the fall of the patient, which resulted in serious injury occurrence.

Manufacturer narrative:
The information collection and analysis for purpose of the investigation is on-going. Additional information will be provided in the next report.

Manufacturer narrative:
Please note that previous medwatch reports for this product may have been submitted under the registration number (B)(4). Currently, these products are to be handled by arjohuntleigh abs complaint handling establishment and any medwatch reports will be submitted under registration #(B)(4). The involved device was evaluated by the arjo representative. It was not possible to confirm the reported problem. The device was found disassembled. One of the latch screw was missing and according to the customer the second latch screw was unscrewed. It seems unlikely that the two latches were functional based on the inspection findings. The investigation is on-going and further information will be provided in the next report.

Event description:
Arjo was notified about an event with involvement of the concerto/basic shower trolley. It was reported that the patient was lying on the device, with a caregiver at her side. Patient fell when she was lateralized against the safety side. According to the information received from the customer one of the latches broke but the safety side was closed correctly. It was indicated that the patient fell from approximatively 1meter. The patient sustained pain and hematoma to upper limbs, head and spine as a consequence of the event. Following the information received from the facility the patient had rib fractures k3 to k9.